Event description:
It was reported that the atrial lead dislodged due to twiddlers syndrome. The lead was explanted and replaced. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.